Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had did not turn on. Customer's blood glucose level was 7 mmol/l. Customer stated that the insulin pump had received failed battery alarm without no warning. Customer was treated with manual injection. Troubleshooting was performed. The device will not be returned for analysis.